Event description:
It was reported to gore that a gore® cardioform asd occluder was selected to treat an atrial septal defect. On an unknown date, thrombus formation inside the right disc was identified. On (B)(6) 2022, the device was surgically removed.

Manufacturer narrative:
A3, gender: updated information. B5, describe event or problem: updated information. H6, component code: added imdrf codes g04088, g04027. H6,type of investigation: added imdrf codes b01, b11. H6, investigation conclusions: added imdrf code d12. Explant evaluation summary: the device was returned to w. L. Gore & associates for investigation. Submitted in formalin was one gore® cardioform asd occluder (gca). The right disc was largely covered by a dense red-brown tissue which was firmly adhered to the atrial facing surface. The remainder of the right disc and the left disc surfaces were intermittently covered in a thin layer of light tan tissue, presumed fibrin. Within the bag on the left disc of the device was a thin layer of light tan to white tissue was noted, presumed fibrin. Radiographs revealed a three wire discontinuities in the left disc near the center hub. Histopathological examination of tissue collected from the atrial facing surface of the right disc was performed. The tissue was consistent with red thrombus that typically forms in low pressure such as the venous system and the cardiac atria. The tissue accumulation of the right disc was isolated to the atrial surface of the device as opposed to ¿inside the right disc¿ as reported. The device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion, the device was examined for material disruptions with the aid of a stereomicroscope. Material disruptions were consistent to those caused by handling via surgical instruments (e.g., forceps, hemostats, graspers) likely used during the explant procedure. The wire discontinuities were contained within the eptfe bag thus no interaction with the atrial surface was evident. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. Code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Adverse events associated with the use of the septal occluders may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae. H6, health effect - clinical code: replaced FDA code 4440 with imdrf code e5014 h6, health effect - impact code: replaced FDA codes 4627, 4624 with imdrf codes f1901, f12. H6, medical device problem code: replaced FDA code 2993 with imdrf code a24. H6, type of investigation: replaced FDA codes 3331, 4111, with imdrf codes b14, b13. H6, investigation findings: replaced FDA code 213 with imdrf code c19. H6, investigation conclusions: replaced FDA code 11 with imdrf code d15.

Event description:
It was reported to gore that on (B)(6) 2022, a gore® cardioform asd occluder was selected to treat an atrial septal defect. On (B)(6) 2022, thrombus formation inside the right disc was identified and the device was subsequently removed during surgery.